Event description:
It was reported that a patient underwent an unk procedure on (B)(6) 2010 and suture was used. During a ligature, the needle broke in the anal canal. It was not possible to retrieve the broken needle. No operation is scheduled to retrieve it.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-01055. The same patient is represented in each medwatch.